Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2524 was removed and 2920 added.

Event description:
It was reported that the procedure was to treat the right coronary artery with heavy calcification, moderate tortuosity and 75% stenosis. The 3.5x48 mm xience skypoint stent delivery system (sds) failed to cross the lesion due to the anatomy and the stent dislodged from the delivery system. The stent struts became damaged and stuck in the introducer sheath during advancement. The stent was stuck in the femoral artery and was retrieved by the vascular surgeon via vascular cut down. Another xience stent was used to complete the procedure. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.